Event description:
It was reported that a flogard infusion pump was out of service. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition being out of service was confirmed as a downstream occlusion alarm. The cause of the downstream occlusion alarm was an air sensor being out of calibration. To resolve the issue the air sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.